Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, foreign matter (grease) on the plunger rod component was identified. A device history record review was completed for provided material number 306553 and lot number 4064233. The review did not reveal any detected non-conformances during the production process that could have contributed to this reported incident. At this time, an exact manufacturing related cause could not be determined for this defect. A corrective and preventive action plan has been initiated to further investigate this defect and prevent any future recurrence.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf foreign matter noted on plunger. The following information was provided by the initial reporter: please see the attached pictures of the dirty syringe. I have the sample available to ship to you if you would like to provide me with a prepaid shipping label, please email it to me.